Event description:
Boston scientific received information that there was a red alert issued for high pacing impedance measurements for this right ventricular (rv) lead. All other measurements were within normal parameters. A connection issue was suspected. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.